Manufacturer narrative:
No sample has been returned to manufacturing for evaluation therefore, the condition of the product could not be verified. No lot number was identified with this complaint therefore, lot history and complaint history reviews could not be conducted. A sample was not returned and no lot information is available therefore, the root cause for the customer complaint issue cannot be determined. As the exact root cause for this complaint is unknown, specific action with regards to this complaint cannot be taken. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. (B)(4).

Event description:
A doctor reported that a knife could hardly incise and it was noted to have a slight deformation during cataract surgery. An alternate knife was obtained in order to complete the procedure. There was no impact to the patient. Additional information has been requested.